Event description:
Customer reported via phone, she had lost her insulin pump and was off the device for 24 hours. When she found the device and attempted to prime the device alarmed no delivery. Customer's blood glucose was 427 mg/dl, treated with manual injection. Troubleshooting was performed and customer was able to resolve the issues by disconnecting and reconnecting the reservoir and infusion set. Customer manually pushed insulin through tubing and insulin exit. Manual prime was performed and device didn't alarm. Customer was advised the device was working as designed. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.